Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 7 ml/hr. Procedure: right shoulder rotator cuff repair. Cathplace: right shoulder interscaling. It was reported that the bolus worked properly when attached to the patient in pacu this morning, but when they went to test it again prior to discharging the patient, the bolus button would not engage and the refill indicator was at the bottom. No adverse event. No medical intervention.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the sample is currently pending inspection and evaluation. Conclusions: a follow-up report will be filed when investigation has been completed. This product is currently under recall.